Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on the mother board. No failed battery test was noted. The device had minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call, the insulin pump was draining the batteries. Customer stated he noticed a hair line crack on the device which may be causing the battery to not last. The customer didn't recall his blood glucose at the time. Troubleshooting for the damage on the insulin pump was performed and customer was advised the device needed to be replaced. Customer agreed to return the device for analysis.